Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full-height cubie drawer auxiliary 2 had no power and the screen was dark. A field service engineer replaced the drawer board, retractor band and interface board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to a reported issue that was found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system full-height cubie drawer auxiliary 2 had no power and the screen was dark. The customer stated that the reported malfunction occurred when the user was trying to issue medication to the patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.